Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous gi bleeding events were reported under the following medwatch MFR report numbers: 2916596-2016-01994; 2916596-2017-01132. (B)(4). Approximate age of device ¿ 1 year 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient was admitted to the hospital with reports of new onset bright red blood per rectum mixed with dark, black stools, significant fatigue, and malaise. Approximately 1 week prior, the patient had a single isolated episode of blood in the stool that self-resolved and was minimal in volume. The patient had been in their usual state of health until that morning and reported feeling generally unwell. Upon admission there was brisk, maroon colored stool per rectum. The patient stated that this event felt different than previous gi bleeding events. The patient was not on aspirin therapy which had been discontinued in (B)(6) 2016 due to recurrent gi bleeding. The admission hemoglobin was 7.9 g/dl and the hematocrit was 24.6%. The patient was transfused with 2 units of packed red blood cells (prbcs) with no change in hemoglobin and hematocrit levels, so was transfused with 2 additional units of prbcs. The following day, on (B)(6) 2017, an esophagogastroduodenoscopy showed a single non-bleeding angioectasia in the stomach, which was treated with argon plasma coagulation. The patient's esophagus, duodenum, and the examined portion of the jejunum all looked normal. On (B)(6) 2017, a colonoscopy showed no active bleeding and only scant evidence of recent bleeding. Non-bleeding diverticulosis was observed in the sigmoid colon, descending colon and ascending colon. Multiple 3-6 mm non-bleeding polyps were noted in the sigmoid colon, descending colon, transverse colon, and ascending colon, but were not removed. Internal hemorrhoids were also observed. The patient was discharged on (B)(6) 2017. The patient's hemoglobin and hematocrit at discharge were reportedly stable at 8.7 g/dl and 27.1% respectively. The patient was kept on daily proton pump inhibitor therapy. Warfarin was held with the plan to resume in 2 weeks. No additional information was reported.